Event description:
Customer reported his insulin pump is alarming during manual prime. Customer was changing his infusion set. Customer's blood glucose is 141 mg/dl. The connection was verified. Customer was able to manually push insulin through with a plunger. Customer was able to run a manual prime to at least five units and the device did not alarm no delivery. Customer was advised the device is working as designed. He was advised to monitor the device and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)